Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010; inr: 2.43. Date: (B) (6) 2010; inr: 4.8. Date: (B) (6) 2010; inr: 1.3, 2.1.

Manufacturer narrative:
Investigation pending.